Event description:
A 3.0mm diameter x 18mm length ave micro stent ii was successfully placed at the target lesion site in the lad after predilation with a 3.0mm diameter ptca balloon. Later that same day, the pt returned to the cath lab with thrombosis of the left main, left anterior descending and circumflex arteries. Subsequently, two add'l ave micro stent ii stents, 4.0mm diameter x 16mm length and 3.00mm diameter x 12mm length were placed in the left anterior descending artery. The stented segment was dilated to be larger than the normal reference segment. Additionally, the left circumflex coronary artery was treated with reopro, I-pa and ptca. During the procedure the pt rec'd intravenous infusions of nitroglycerin, dopamine and epinephrine and was placed on an intra-aortic balloon pump. Sixteen days after the day of the stent procedures, the pt went into respiratory failure and cardiogenic shock. As a result the pt expired.